Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 06 intermittently occurred with multiple cartridges. Reportedly, the pump was not outside of the allowable operating altitude range at the time of the alarm. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.